Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2017 due to an unknown reason and the patient was reimplanted with another cochlear device during the same surgery.